Manufacturer narrative:
Approximate age of device ¿1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was explanted due to pump thrombosis. According to vad coord, the patient remains without a lvad therapy. No further information was reported.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. The device will not be returned for evaluation. Additional information was provided stating the patient experienced pump thrombosis secondary to myocardial recovery as the pump and aortic valve were competing for blood flow. It was reported the pump operated as intended. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. No further information is available. The manufacturer is closing the file on this event.